Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer's test strips are expired: manufacturer¿s expiration date is 05/21/2020. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician had attempted to contact customer via telephone to provide further assistance. Call had been disconnected and no further information was able to be obtained.